Event description:
Customer reported via phone call that the insulin pump is damaged. Customer states that the blood glucose reading is 424 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked case near display window corner, minor scratches on display window, stained endcap sticker, cracked reservoir tube lip, and broken off end cap noted.